Event description:
The service repair tech reported that during routine testing of the device at the service center, all four blades were broken on impeller. There was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.